Event description:
A patient sample tested on the galileo instrument initially tested negative for antibody screen in 2006. The reaction was discovered in the laboratory, after a post-transfusion sample demonstrated an antibody (anti-k) in 1/2006. The previous sample from this patient had tested negative using capture-r ready screen on the galileo instrument. Two red blood cell unit were transfused based on those negative screening results. No posttransfusion adverse events occurred.